Event description:
On 13th may 2025, rayner received notification from a us healthcare professional of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively the patient presented with posterior capsule opacification (pco) necessitating an additional surgery to yag the lens.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the patient presented post-operatively with pco. Iol implantation was performed on (B)(6) 2024 and pco was observed for the first time on (B)(6) 2025. The patient underwent an additional surgery on an unknown date and an nd: yag capsulotomy was performed. The device was not available for return, iol remains implanted. Pco is often referred to as "secondary cataract" and is due to the migration, proliferation and differentiation of lens epithelial cells. According to the american academy of ophthalmology, pco occurs in 20-50% of patients within 2-5 years of undergoing cataract surgery. Potential risk factors include the presence of conditions such as diabetes, uveitis, myotonic dystrophy, retinitis pigmentosa and traumatic cataract. The patient in this case presented with pco just shy of two months after cataract surgery. This is too soon for typical pco and this may indicate that some other condition caused the onset of symptoms e.g., fibrin reaction. Capsular bag distension syndrome (cbds); however, this cannot be confirmed. Our review of production records for the rayone galaxy rao605g batch: 064244168 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the root cause of the event.